Event description:
The patient is an adult who underwent arthroscopy of the left knee. It was discovered the patient had a markedly swollen left thigh following the arthroscopic procedure and absent pulses in the left foot. Examination revealed severe left thigh swelling in a diffuse fashion. There were no palpable or dopplerable ankle or foot pulses. Infiltration of lactated ringers or possible an arterial injury could not be absolutely ruled out. The patient was prepared for left lower extremity arteriography and possible fasciotomy of the thigh. The vascular surgeon took patient to main or for arteriogram, elevation maintained for transport, color returning to left foot prior to transport, transported with crna, anesthesiologists, and 2 rn's, pump running throughout procedure without difficulty or alarms at pressure of 50 and flow of medium, approx 5.5 bags of 5 liter lr run through case. She was taken from the outpatient surgical center to the main operating room and underwent arteriography via right femoral groin approach. Fortunately, this study was unremarkable for injury per se to the vascular tree. The patient's left lower extremity was maintained at maximum elevation, and her soft tissue distention gradually abated with return of normal for vascular flow. It was felt that this patient should be hospitalized overnight for close observation and monitoring purposes and was discharged the following day.